Event description:
The facility representative reported an ipump with a condition of "does not deliver the medicine when the button is pressed." This condition occurred during programming/setup in the "central sterile" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of medicine not delivered when button pressed involving an ipump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged patient controlled analgesic (pca) connector on the micro-processor (mpu) board. The mpu board was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.